Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and lymphadenopathy are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy.

Event description:
Patient reported, right side implant exchange, due to the patient's concern with the product. Plus growing lymph nodes, fluid around implants. Device remains implanted.